Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had scratches on the screen that made it difficult to read. The customer's blood glucose level was 223 mg/dl. The customer states the act button is not always responsive. Troubleshoot was conducted. The customer was advised the pump would have to be replaced. The customer declined to replace pump at this time.